Event description:
The customer stated that they have a terminal server that is powered up but is not routing data. The customer rebooted the terminal server and it still shows no activity. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.